Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the navigation system was unable to see the imaging system right side tracker . It was reported that moving the imaging system to orient it to face the functioning left side tracker resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient present.

Manufacturer narrative:
The gpio tracker cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The right tracker for the imaging system was returned to the manufacturer for evaluation. Testing found that the markers on the tracker would intermittently drop out.